Event description:
It was reported that during a sigmoidectomy procedure, leakage was found from the staple line during a leak test. Five or six staples were malformed. The case was completed using sutures. There was no adverse pt consequence.